Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the part where the cord/drive cable hooks into the saw, the whole thing fell out. The user reported the surgical procedure was completed successfully, and there were no delay or adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.